Manufacturer narrative:
No devices will be returned per customer as five of the devices were repaired locally and the other three devices were sent to covidien for OEM repair. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Reported device serial numbers are as follows: (B)(4), with one device serial number unknown. As there was one voluntary mw received (mw (B)(4)), this emdr will be submitted as the customer confirmed and clarified that there was no patient involvement.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿eight infusion pumps were noted to have hinge cracks five were successfully repaired locally and passed full battery of manufacturer recommended tests three pumps were sent to covidien for OEM repair." An incomplete date of event of (B)(6) 2019 was provided. It was later reported that the clinical supervisor was making rounds on a nursing unit in which she found a device with a cracked hinge. This led the clinical supervisor to perform a further assessment and she found an additional seven devices that demonstrated cracked hinges. The customer further stated that none of the devices were attached to a patient at the time of the event.